Manufacturer narrative:
A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case and the right plunger case were cracked. A review of the event history log identified invalid syringe size alarm in history. During functional testing using the flow test, the reported issue of invalid syringe size alarm was duplicated, the size was out of specifications. The root cause of the problem was related to normal wear of the pump as it is over 8 years old. Replaced size pot as a preventative measure. (UDI) was unknown. No product information has been provided to date. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the pump exhibited a syringe size error. No patient injury was reported.